Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 125 mg/dl. The customer will continue to use current pump for insulin therapy.